Event description:
It was reported the subject device pitch goes in and out. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a water leak between rear cover and cos ring (gold ring) a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Leak most likely occurred due to component failure of cos ring (gold ring). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.